Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Reportedly, a correction injection was delivered to address bg. The customer mentioned that they had fallen down, but no permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management.